Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 141 mg/dl at time of event. Additionally, it was reported that the battery gauge was fluctuating. Customer declined additional trouble-shooting with tandem technical support; therefore outcome of the events are unknown.